Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: cup: 0001825034-2019-00343. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left total hip arthroplasty and subsequently about 11 years later underwent a revision procedure due to metallic wear and elevated metal ion levels. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, h10.

Event description:
Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection of the head shows the finish of the outer radius is scratched and has become hazy and dull. Tool marks were observed on the rim of the head. Foreign debris was also observed on the taper. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.